Manufacturer narrative:
Corrections: brand name from cutting balloon to small peripheral cutting balloon. Common device name from catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring to catheters, transluminal coronary angioplasty, percutaneous. Product code from nwx to lox. Upn search from m001bpm4015140f0 to m001bpm4015140f0. PMA # or 510k # from na to p950020. Device evaluated by MFR: a visual examination of the device found that the device was returned with the balloon detached. The balloon and balloon protector cap was not returned with the device. The balloon had detached from the outer distal at the proximal bond and from the inner lumen at the distal bond. They hypotube shaft was kinked 396mm from the distal end of the spiral strain relief. No other damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during preparation for a fistulaplasty treatment procedure a balloon detachment occurred. The cutting balloon was being prepped for use, and when the user was removing the protective blue sleeve from the cutting balloon, the balloon detached from the catheter. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a fistuloplasty treatment procedure, a balloon detachment occurred. The cutting balloon was being prepped for use, and when the user was removing the protective blue sleeve from the cutting balloon the balloon detached from the catheter. The procedure was completed with a different device. There were no patient complications reported.